Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the patient experienced bleeding from the pulmonary artery upon awakening from anesthesia and went into cardiac arrest. When an emergency thoracotomy was performed, it was confirmed that the hem-o-lok medium/large clip was removed from the pulmonary artery. Per the surgeon, during the initial procedure, the surgeon used a third party ligasure and a medium large clip to "process" the pulmonary artery. According to the surgeon, the margin to the tumor was small, and sealing right next to the clip may have been one of the causes of the bleeding, but the cause has not been identified. The patient underwent an open surgery. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information, and the following additional information was obtained from a surgeon present at the procedure: no intra-operative complications occurred during the initial procedure, and there were no issues when the hem-o-lok medium/large clip was initially applied. It was applied approximately 2mm from the area that was sealed with cautery, and it was unknown if the clip was damaged due to the close proximity of the cautery. The surgeon used ligasure at the same time as the application of the clip, and it was unknown whether or not there was a possibility of insufficient sealing of the ligasure instrument. The surgeon recognized that the external diameter of the pulmonary artery was within the applicable range of the ligasure instrument, and used it. The specific location of the tumor removed in the initial procedure was unknown. During anesthesia awakening, the patient went into cardiac arrest and began to hemorrhage. It is unknown if CPR or another intervention was performed in response to the cardiac arrest, other than the emergency thoracotomy procedure. The hem-o-lok medium/large clip fell into the patient during the emergency thoracotomy, and it was retrieved in the same procedure. The amount of blood loss due to the hemorrhage was greater than 500ml, and a blood transfusion was given. The amount of blood transfused was unknown. The intervention used to control/resolve the bleeding was also unknown. Further, it was unknown if any anatomical factors caused or contributed to the bleeding or if the patient had any pre-existing conditions that may have caused or contributed to the post-operative complications. Other than the hemorrhage and cardiac arrest experienced while awakening from anesthesia, the patient did not experience any other post-operative complications. The patient was discharged from the hospital. Any expected long-term complications for the patient were unknown. The instrument is not available for return, because the surgeon did not think that the event is related to instrument's malfunction. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complications cannot be determined. A product has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted, and per the investigation, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: after a da vinci-assisted pulmonary lobectomy procedure, the patient experienced bleeding from the pulmonary artery upon awakening from anesthesia and went into cardiac arrest. When an emergency open thoracotomy was performed, it was confirmed that the hem-o-lok medium/large clip was detached from the pulmonary artery. The clip fell into the patient and was retrieved in the same emergency procedure.